Manufacturer narrative:
Batch review performed on 18 february 2022. Lot 2012905: (B)(4) items manufactured and released on 09-apr-2021. Expiration date: 2026-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 18 february 2022: liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot 2103099: (B)(4) items manufactured and released on 30-apr-2021. Expiration date: 2026-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: quadra-h 01.12.033 cementless, ha coated lat stem # 3 (k082792) lot 182834: (B)(4) items manufactured and released on 19-sep-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: versafitcup 01.26.52mb acetabular shell ø 52 (k083116) lot 188841: (B)(4) items manufactured and released on 15-feb-2019. Expiration date: 2024-02-06. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2019. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the head and liner. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout, and reimplanted new components. The surgery was completed successfully.